Manufacturer narrative:
The sample was serum, collected in a 13x100 mm grainer vacuette, and centrifuged at 4100g for ten (10) minutes at room temperature. The customer indicated that upon visual inspection, the sample looked clear and full volume. Per the customer complaint records, qc was within customer's established ranges. The customer also had a passing accutni calibration on (B)(4) 2011. The customer's last system check was within specifications. Service was not dispatched for this event. No definitive root cause could be determined for this event to date.

Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining a troponin (accutni) result above the acute myocardial infarction (ami) cut-off for one (1) patient's sample, generated by the unicel dxc 600i access immunoassay system. The erroneous result was not reported out of the laboratory. Upon repeat, the result was within the risk stratification range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.